Event description:
It was reported that the physician was unable to communicate with the pt's generator despite troubleshooting performed. The pt was later seen by another physician, who could successfully communicate with the pt's device. To date the neurologist has not used his programming system on another pt. Good faith attempts to obtain additional info have been unsuccessful to date.